Event description:
Patient's mother reported ongoing problems with intravenous extension tubing set 60 inch minibore with 0.2 mic filter leaking at the filter on day two of use. Lot numbers 57x515, 57x503, 57x488, stated this is the fifth time leaking has been noted. No further details provided. Is the product compounded: no. Is the product over-the-counter: no.